Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected left side rupture. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The event of seroma previously reported was for the contralateral side. There was no seroma on the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b5, d9, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b3 h6. Laboratory analysis summary. Device photographs for the device related to the reported event of rupture /seroma-late/capsular contracture/ crease / folding of implant was requested on march 03, 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported suspected left side rupture. Healthcare professional further reported "radial folds" diagnosed via ultrasound and "it was not rupture. Only thick capsule. Encapsulated grade iii/IV". In addition, healthcare professional reported "there was very little periprosthetic fluid, in reality everything was gel outside due to disintegration of the covering. In the left there were areas with a very thick capsule grade IV, and others less, grade iii." This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported a suspected device rupture. Later, healthcare professional reported "radial folds" diagnosed via ultrasound and "it was not rupture. Only thick capsule. Encapsulated grade iii/IV". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: crease / folding of implant: observed creases on device. Rupture: not observed. Capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported "radial folds" diagnosed via ultrasound and "it was not rupture. Only thick capsule. Encapsulated grade iii/IV". Later healthcare professional reported "there was very little periprosthetic fluid; in reality, it was all gel due to the disintegration of the implant shell". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, b.5., d1, d2a, d2b, d4, d6a, d6b., g4, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.